Manufacturer narrative:
The investigation for the reported issue has been completed. Complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging the console will not need to be returned from the field. The transient loss of placement signal could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported patient was placed on impella cp for hemodynamic support. While on support, the aic experienced a controller error (yellow alarm). Issue was resolved by changing out console. It was further reported that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.